Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
Brief inquiry description. Ail microbuubles giving isolyte. Detailed inquiry description nurse in cvicu experienced ail microbubbles with new global spec pump tubing while infusing isolyte. Nurse reprimed line twice with no success. Nurse changed the pump and fixed the issue. No injury reported.